Event description:
The customer reported the unit alarmed and shutdown during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic log history noted an occurrence of a +-12/24 volt power failure with a vent inop upon subsequent restart into operation. If a +-24/12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. The manufacturers field service engineer verified the reported problem and replaced the power supply to address the finding. Performance verification testing was completed and tests passed per operating specifications.